Event description:
Mother advised that 1 of patient's pumps is alarming occlusion a lot and seems sensitive. Mother reported this started about 2 weeks ago at nighttime. Mother confirms that the line was not clamped/ no kinks. Mother also confirmed that no occlusion alarm sounding with backup pump. Mother reported that occlusion alarm was also going off when she was just trying to prime the pump yesterday. Mother advised she would either override alarm or would switch to backup pump. No interruption in patient infusion. No further information provided. Mother reported serial number - (B)(6). Set flow rate and volume delivered are unknown. The position of the pump when alarm occurred is unknown. No further information is available. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? N/a is the actual device available for investigation? Unknown did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved? Ongoing? Resolved.